Event description:
It was reported that the patient experienced no external power alarms when connected to their mobile power unit (mpu). The log file captured numerous low voltage hazard events throughout while using the mpu. The mpu was exchanged and the alarms continued. The alarms also occurred when connected to their power module. A controller exchange was performed which resolved the alarms.

Manufacturer narrative:
No further information was provided. A supplemental report will be submitted once the manufacturer¿s investigation is completed.

Manufacturer narrative:
Section d2: common device name - ventricular (assist) bypass manufacturer¿s investigation conclusion: the reported event of damage of no external power alarms was able to be confirmed. The heartmate ii system controller (serial number: (B)(6)) was returned for analysis, and a log file was submitted for review, and another was downloaded for review. A review of the submitted log files showed overlapping events spanning approximately 28 days ((B)(6) per timestamp). Several no external power alarms were intermittently active throughout the log files. The alarms occurred while the controller was connected to the mobile power unit (mpu) and the power module due to sudden drops of power to the power cables. The alarms were active on 1(B)(6) 2023 at 07:42:31, and intermittently from (B)(6) at 02:08:46 ¿ (B)(6) 2023 at 11:46:48. The backup battery was able to provide power to the system during the events. The driveline was disconnected on (B)(6) 2023 at 11:57:07 and the controller was shut down at 11:57:25. This is consistent with the reported controller exchange. There were no other notable alarms active in the logfile. Pump operation was not affected, and the device appeared to function as intended. The system controller underwent preliminary and functional testing and did not pass. The controller was connected to a mock loop and no external power alarms were immediately active. While the controller was connected to power, the black power cable began to arch due to damage to the power cable. The power cables were replaced, and the controller was retested and was able to pass. The damaged power cable underwent continuity and insulation testing and did not pass. The power cables were cut open to inspect the condition of the underling layers and a damaged wire (positive power line) was found. The root cause of the reported event was conclusively determined to be caused by damaged power wires in the power cables. Incidental finding of fluid ingress was noted during investigation. The device history records were reviewed for the system controller (serial number: (B)(6)) and was found to pass all manufacturing and qa specifications before being shipped to the customer. Heartmate iii instructions for use section 2 entitled ¿system operations¿ and heartmate iii patient handbook section 2 entitled ¿how your heart pump works¿ states ¿do not twist, kink, or sharply bend the driveline, system controller power cables, power module patient cable, or mobile power unit patient cable, which may cause damage to the wires inside, even if external damage is not visible.¿ heartmate iii instructions for use section 8 entitled ¿equipment storage and care¿ and heartmate iii patient handbook section 6 entitled ¿caring for the equipment¿ addresses how to properly care for and maintain the equipment for proper use. The patient handbook cautions the users to call their hospital contacts if they think, for any reason, any portion of their equipment is not functioning as usual, is broken, or they are uncomfortable with the operation of the equipment. No further information was provided. The manufacturer is closing the file on this event.